Manufacturer narrative:
Concomitant medical devices: needleless valve (ICU medical neutron, model and lot unknown); syringe (vendor, model, and lot unknown); therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported visible cracks in the extension set connector (luer lock) attached to a non-carefusion needleless valve. No report of leak. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a luer crack was confirmed. Visual inspection observed that the female luer had a vertical hair line crack. Further visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed; a leak was observed through the crack on the female luer on the extension set. The root cause of the leak was identified as a crack. The cause of the crack is unknown.